Manufacturer narrative:
This event has been recorded in leventon (B)(4) as a customer complaint (reference - (B)(4)). However, it was not possible to assess the complaint. Unfortunately, the defective unit was not kept for inspection and the lot number was not given by the client. Therefore, the evaluation of the reported defect was not possible.

Event description:
Patient was connected to dosi-fuser at 12:50. Patient came to clinic a few days later for disconnect and stated that his pump was complete when he woke at 7am.